Event description:
Trauma pt with multiple injuries. Abdominal injuries requiring multiple serial washouts resulting in open abdomen with vac (vacuum-assisted closure) dressing. During one or procedure, small piece of vac dressing found in abdomen believed to have been retained from prior surgery. The piece thought to be broken off of larger piece. No injury to pt.